Event description:
It was reported that the patient was "over drugged" and the hcp prescribed her a months' worth of antibiotics that she was allergic to which took her six months to recover from. For subsequent device issues and follow-up, see MFR. Rep. # 3004209178-2012-09708.

Manufacturer narrative:
Product ID, 3889-28 lot# v596737, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer. (B)(4).